Event description:
Status post bilateral subglandular inframammary gels (unk type/size/MFR - no records) for augmentation. Other than encapsulation, which was treated unsuccessfully with 2 early closed capsulotomies. Denies history of problems, referring to breast, until recently. They have become harder and more painful, right greater than left, & right has become distorted. Denies decreased size. In addition has developed some mild systemic complaints for few years, progressive (mostly). These include arthralgias (positive am stiffness), paresthesias, spasms, fatigue, sleep disturbance, headaches, depression, hair-thinning, cough, chest pain, increased cholesterol and genitourinary complaints. Pt is otherwise healthy.